Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer¿s mother reported via phone call that the insulin pump had failed. Customer¿s blood glucose level was unknown. Customer reported that they were able to rewind the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.